Manufacturer narrative:
G4: premarket / 510(k) #: p920047, p980003, p020025. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a maestro 4000 controller presented an issue. The device is not powering up to the desired temperature. No patient involvement was reported. The was no indication if the device will be returned for laboratory analysis.

Manufacturer narrative:
It was reported that "the device is not powering up to the desired temperature". The complaint device was returned and analyzed by the sfmd. The returned device analysis showed no evidence of defect, malfunction or damage, the reported event was not confirmed. Therefore, this investigation is assigned a most probable conclusion code of "no problem detected".

Event description:
It was reported that a maestro 4000 controller presented an issue. The device is not powering up to the desired temperature. No patient was involved in the event. The device has been received at boston scientific post market laboratory.